Event description:
It was reported that an undefined malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. The customer is using multiple daily injections as a backup therapy to ensure continuous insulin delivery.